Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The cause was not reported. Multiple attempts were made to obtain specific information; however, the customer did not respond. Tandem was not able to establish if the event was related to pump or supplies.